Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label site on (B)(6) 2026. On (B)(6)2025, the patient's sensor had failed and after replacing the sensor, she felt diabetic ketoacidosis (dka) symptoms. She decided to go to the hospital to get herself checked. When she got to the hospital, her bg reading was checked through a fingerstick which read "over 500 mg/dl" (could not recall exact values). She was admitted to the hospital that same day ((B)(6) 2026) and was discharged on (B)(6) 2026. During hospitalization, she was advised to stay hydrated by drinking plenty of water, was administered IV fluids and continued getting insulin from their pump. At the time of the report, the patient was feeling better. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.